Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the helix/lobe was distorted/bent. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the right atrial lead helix would not deploy. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.